Event description:
Drive medical received a complaint from an enduser regarding an incident involving a rollator imported and distributed by drive medical. This MDR report is based on info provided by the enduser's husband. Husband stated that although he could depress the brake handle, his wife was not strong enough to depress the parking brake handle on the rollator while using the device in the grocery store. Enduser had purchased the rollator earlier in the month and used it frequently, but did not realize this issue earlier because it was the first time she tried to use the brake since purchasing it. The rollator pushed away from her and enduser hit her head and left knee. Enduser was brought to the emergency room x-rays of the knee showed a slight crack in the kneecap and did not show any damage to the head.